Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation.; the customer's report was not replicated or confirmed. The device was put through extensive including full functional testing and multiple 30j testing without duplicating the report. An internal inspection resulted in no findings. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.